Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR) as it was inadvertently submitted as a reportable malfunction. However, upon further review, there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that during the device inspection, the insufflation unit had the front panel broken at the bottom. Upon clarification and reevaluation, nothing was broken. The device only has a poor appearance. It was confirmed that there are no reportable malfunctions associated with the subject device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was observed during the device inspection, that the insufflation unit had the front panel broken at the bottom. There were no reports of patient involvement.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.